Manufacturer narrative:
(B)(4). P cap locked in place properly during testing. Insulin pump passed displacement test properly. Insulin pump received with cracked keypad at select button and partially broken retainer.

Event description:
Information received by medtronic indicated that there was a crack on the center button on the insulin pump had a crack. The insulin pump was bumped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.